Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the brakes were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.